Event description:
While trying to advance the guidewire during a radial artery catheterization, the entire device became stuck and frayed. Ankle exploration required to remove the catheter. The catheter was removed without problems.